Event description:
It was reported that during a pvi procedure to treat paroxysmal atrial fibrillation the polarxfit balloon catheter was selected for use, when lipv cooling was attempted after cooling the lspv, the "1-00004000-2 the console detected blood in the catheter" error occurred. Blood was visible, but not sure whether it was on the inside or outside of the balloon catheter. The troubleshooting was performed and the polarxfit and cryo-cable were replaced. The procedure was completed successfully. No patient complications were reported. The device has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the polarx balloons. The device was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to investigate the blood detection wires for any damage or defects that would have resulted in the errors observed in the field. During balloon dissection an outer balloon blood detect wire split was found. His wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
It was reported that during a pvi procedure to treat paroxysmal atrial fibrillation the polarxfit balloon catheter was selected for use, when lipv cooling was attempted after cooling the lspv, the "1-00004000-2 the console detected blood in the catheter" error occurred. Blood was visible, but not sure whether it was on the inside or outside of the balloon catheter. The troubleshooting was performed and the polarxfit and cryo-cable were replaced. The procedure was completed successfully. No patient complications were reported. The device has been returned.